Event description:
The nail broke after pseudarthrosis.

Manufacturer narrative:
The correct strength of the material and the features of the fracture hint, that the nail fractured on account of material fatigue.